Event description:
A malfunction was reported on the pump, identified by the code malf 14, which indicated an unexpected pressure increase in the cartridge. There was no adverse impact to the customer's blood glucose level. Technical support attempted a pump reset, but the charging cable issue prevented it. Therefore, the pump was scheduled for replacement, and further troubleshooting was referenced in additional notes.